Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient faced infusion set tubing leakage event on (B)(6)2026. The leakage was at the site. This led to high blood glucose levels for which the patient managed with redoing pump site and used multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. No further information available.